Event description:
(B)(6). Home health nurse reports pt turned on the pump and it immediately went into system timed out. Medication was already pooled and pt is being infused currently using dial a flow. No adverse events resulted from pump malfunction. Home health nurse already tried to troubleshoot but pump gave the same error. Unknown if md aware. Pump is available for return and pharmacy is sending a replacement. Pump serial number: (B)(6). Unknown if pt had any interruption in therapy. No other specifics regarding defective device. Pt uses the curlin pump for privigen: infuse 50gm (500ml) intravenously every 4 weeks.